Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/23/2014 with the following findings: no blank screen was observed across the display but the display was discolored. The pump's black box had a call service 054 alarm recorded in the history. Unrelated to the display screen, the battery compartment was cracked along the left side to the grip pad.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display screen was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.